Manufacturer narrative:
There were 2 duraseal polymer kits returned and 3 peg vials returned all mixed. There were blue residues inside of the peg vials, all grommets perforated correctly with the red mark on the bioset no longer showing, as indicated in the IFU. There was blue liquid inside of one set of borate syringe and the phosphate syringe. The other set of syringes had no trace of solution in them. A total of 4 spray tips were returned, none of them had traces of blue polymer. The DHR review and product analysis of the polymer kit concluded there were no assembly component related failures with the returned product or at the time of release. The investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. The reported condition was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3003418325-2019-00020.

Event description:
This is 2 of 2 reports. The sales representative reported on behalf of the customer that the duraseal xact stayed fluid after application. The date of the event was not provided. Another one was tried with the same result. A third package was opened and used successfully. There was patient contact but no patient injury reported. The event lead to a ten (10) minute increase in surgery time. Additional information has been requested.